Manufacturer narrative:
Customer was emailed and phoned several times to request the return of the purely yours pump base for investigation by ameda, inc. Customer responded to one of the emails indicating she disposed of the breast pump in the garbage and is not available for return. Therefore this pump was not visibly inspected or investigated per ameda, inc. Protocol.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely yours breast pump she has exclusively been using for 1 month was slowing down with a sudden loss of suction resulting in decreased milk output. Customer was shipped a replacement purely yours pump base which she states the function was no better than the first pump. Customer reports being diagnosed with left breast mastitis on (B)(6) 2015, 3 days after a report of low suction issues and poor milk drainage. She was prescribed a 10 day course of oral antibiotics from her healthcare provider which resolved the mastitis in 2 days.